Event description:
(B)(6) post received through marketing partner. Patient stated in (B)(6) post that they "had band in 2015, worked great in the beginning, got pneumonia in (B)(6) 2016, lap band slipped and didn't know it for 2 years. Never had any fills since it was put it. Lots of food getting stuck. When I had the lap band removed in (B)(6)2018 it had caused so much scar tissue to my esophagus the dr had to remove the scar tissue. I have severe acid reflux now and gained most of the weight back." Additional information received from patient states: "the heartburn is horrible. I was told by my doctor that doing the gastric bypass would eliminate the heartburn issue. Not sure I want to go through the struggles and surgery again." In an additional (B)(6) post, the patient stated: I have been having some horrible heart burnt to the point that I was up in the middle of the night feeling like I am drowning in acid and then throw up, take a prilosec and go back to bed. But the last two months I have had a really weird experience. Sore throat when eating, drinking, and feeling like I have a huge lump in my throat. Then I would have coughing fits. I was in mexico and couldn't find any prilosec where we shopped but as soon as we go home I starting taking prilosec everyday for a few days and it cleared up right away. And if I go to long without taking the prilosec it starts acting up again. Just wondering if you had any of these weird symptoms."